Event description:
It was reported that a deep coma patient with low spo2, fast breathing, and was given the tracheal intubation. After using the ventilator for one hour, the device generated alarm "paw low" that caused insufficient ventilation of the device. The patient¿s spo2 declined and the face turned blue. The device was immediately replaced with another ventilator.

Manufacturer narrative:
The investigation was based on the reported information. It was reported that a patient suffered from a severe oxygen deficiency (blue face) as a result of ventilation problems. The user facility did not involve the local dräger s&s organization in examination and repair of the device. Dräger was contacting the user facility in follow-up of the event and, it was reported that the device is back in use after exchange of the flow sensor cable which was proceeded by a third-party service provider. As the replacement of the flow sensor cable solved the problem, it is assumed that the cable harness spirologsensor was the root cause of the failure. However, dräger is unable to verify that without the possibility to analyze the logfile and the replaced cable. A technical design change of the flow sensor cable harness has already been completed and the modified flow sensor cable harness is available at service stock. In case of a failed calibration or a problem concerning the flow measurement, the device will post appropriate visual and audible alarms with medium or high priority. An ongoing ventilation will be continued with the latest settings. However, in case of an event the user has to act according to the troubleshooting table in the IFU. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that a deep coma patient with low spo2, fast breathing, and was given the tracheal intubation. After using the ventilator for one hour, the device generated alarm "paw low" that caused insufficient ventilation of the device. The patient¿s spo2 declined and the face turned blue. The device was immediately replaced with another ventilator.